Manufacturer narrative:
As reported, half the sealant of a 5f mynxgrip vascular closure device (vcd), was still stuck on the advancer tube¿s distal tip when the device was removed. Additionally, it appeared that a quarter of the balloon was also torn. There was no reported patient injury. The vcd was stored and prepped according to the instructions for use (IFU) by the radiology technician and handed to the physician. The vcd was used after a diagnostic angiogram for the carotid artery using a retrograde approach. After pictures were taken, a groin shot was taken for sheath placement. The physician was trained in the use of the mynx device. The physician inserted the 5f mynxgrip into a 5f avanti sheath up to the white line. He proceeded to blow the balloon up with a white, black, white indication on the inflation indicator. The stopcock was locked and laid down. The physician proceeded to pick up black handle of the mynxgrip and held it coaxial to the unknown sheath and proceeded to withdraw the device. Upon withdrawing the device to the second bump, the physician opened the sidearm of the sheath and relaxed tension for bleedback, which he got. Tension was resumed and the flow stopped. With the physician¿s left hand, he grasped the shuttle to shuttle the sealant down to a hard stop. Upon marrying the sheath back to the handle, he noticed some sealant sticking out of the top of the tamp tube and skin. He kept the tamp tube down for the 30 seconds and then laid it down for 90 seconds noticing the sealant. After 90 seconds he performed the lock, stabilize and deflate and then removed the device with half the sealant still stuck on the end. The radiology technician maintained venous pressure for 4 minutes to ensure it was going to hold with no hematoma. There was no oozing or hematoma noted. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. The device storage temperature did not exceed 25 °c. The physician did not overtamp the device. The deployer shuttled down completely to the full stop. A non-sterile advancer tube belonging to a ¿mynxgrip vascular closure device¿ was received for analysis. The other components were not returned for analysis as they had been discarded by the customer. The advancer tube was inspected, and there were no damages or anomalies observed. A product history record (phr) review of lot f2300501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ and ¿balloon loss of pressure¿ could not be confirmed through analysis of the returned advancer tube. The exact cause of reported event could not be conclusively determined during the analysis. Based on the information available for review and analysis of the returned component, it is not possible to determine what factors may have contributed to the reported issues since there were no anomalies noted to the returned component. However, handling factors (such as with balloon deflation) may have contributed to reported event of part of the sealant sticking to the advancer tube and the tearing of the balloon. According to the mynxgrip IFU at step 3: remove device, which is not intended as a mitigation, ¿to ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract.¿ neither the phr review, nor the product analysis suggests a design or manufacturing related cause for the reported events. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2300501 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
A product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, half the sealant of a 5f mynxgrip vascular closure device (vcd), was still stuck on the advancer tube¿s distal tip when the device was removed. Additionally, it appeared that a quarter of the balloon was also torn. There was no reported patient injury. The vcd was prepped according to the instructions for use (IFU) by the radiology technician and handed to the physician. The vcd was used after a diagnostic carotid angiogram. After pictures were taken, a groin shot was taken for sheath placement. The physician was trained in the use of the mynx device. The physician inserted the 5f mynxgrip into an unknown 5f sheath up to the white line. He proceeded to blow the balloon up with a white, black, white indication on the inflation indicator. The stopcock was locked and laid down. The physician proceeded to pick up black handle of the mynxgrip and held it coaxial to the unknown sheath and proceeded to withdraw the device. Upon withdrawing the device to the second bump, the physician opened the sidearm of the sheath and relaxed tension for bleedback, which he got. Tension was resumed and the flow stopped. With the physician¿s left hand he grasped the shuttle to shuttle the sealant down to a hard stop. Upon marrying the sheath back to the handle, he noticed some sealant sticking out of the top of the tamp tube and skin. He kept the tamp tube down for the 30 seconds and then laid it down for 90 seconds noticing the sealant. After 90 seconds he performed the lock, stabilize and deflate and then removed the device with half the sealant still stuck on the end. The radiology technician maintained venous pressure for 4 minutes to ensure it was going to hold with no hematoma. There was no oozing or hematoma noted. The procedure was a diagnostic angiogram for the carotid artery using a retrograde approach. The device was stored according to the IFU. The device was used with an avanti sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. The device storage temperature did not exceed 25 °c. The physician did not overtamp the device. The deployer shuttled down completely to the full stop. The white tamp tube with sealant was kept for evaluation as the other part of the device had already been discarded.